Event description:
The customer reported that no image was displayed on the monitor. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The high voltage cable, the interconnect cable, and the lemo connector were replaced. The system was tested and found to be working as intended and put back into service.